Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument and found the tip clamp in the reported problem area of the pipetter was broken and another bent. Two new tip clamps were installed. The instrument was tested without further problem, and returned to svc.